Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a left hip bipolar head exchange due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the lot ID is unknown. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the reported device was not returned for evaluation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a left hip bipolar head exchange due to dislocation.